Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#: serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-apr-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient didn¿t feel like they were getting pain relief. The hcp accessed the cap (catheter access port) on (B)(6) 2023 with reported slow/sluggish csf (cerebrospinal fluid) return each time. The patient was then scheduled for a catheter revision or replacement on (B)(6) 2023. The cause of the event was undetermined. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. Additional information was received on 19-jun-2023 at which time it was reported that the hcp revised the catheter. The spinal side of the original catheter was replaced after which an aspiration test was done and was successful.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient had a cerebrospinal fluid (csf) leak since their revision procedure on (B)(6) 2023. The patient had a blood patch on an unknown date, which did not fix the issue. As of (B)(6) 2023, the patient was scheduled for a revision and possible catheter replacement on (B)(6) 2023. On (B)(6) 2023, the catheter was replaced. The old 8780 and 8781 catheters were replaced with a new 8780 catheter, with the needle entry higher in the lumbar spine than the previous catheter needle entry. There was no product return.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2023. Product type catheter. Product ID 8781. Serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2023. Product type: catheter section d. Information references the main component of the system. Other relevant device(s) are: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2023. Ubd: 2025-03-30. UDI#: (B)(4). Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative reported that there was some twisting of the catheter that could have caused the slow csf return.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.